Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum on nov 15, 2022: the procedure was completed with the same device. A biopsy sample was not taken in any alternate way. Another procedure was not required to take the biopsy sample. The device was inspected prior to use and was not blocked at that time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and may have originated from the biopsy valve; however, the material could not be further identified. There was no information received pertaining to obvious misuse of the device, therefore a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during a diagnostic colonoscopy procedure, while the device was in the ileum, the instrument could not be inserted through the biopsy channel. The biopsy sample could not be taken with this device. Otherwise, the procedure was completed normally with no delay. There is no harm or adverse impact to the patient. After the procedure, during cleaning, the brush nor anything else could be inserted through the biopsy channel and the device was returned for repair.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there is foreign material blocking the biopsy channel. The foreign material could not be removed even with following the correct reprocessing steps. Other observations for the device are: leak in biopsy channel; distal end cover (c-cover) has sharp edge and scratch; distal end rubber coating (a-rubber) glue is separated and cracked; connecting tube is scratched; suction cylinder nut has paint peeling off; plug unit is cracked; angulation has play and is less that than standard; and image has tilt. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.